Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that complete broken reservoir tube lip and missing reservoir tube o-ring noted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.